Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tried to turn stimulation up and was seeing out of regulation (oor). The caller has tried to decrease stimulation and bring it back up but was seeing oor within their programming parameters. It was stated that this has happened in the past and they were told a quick fix and it worked that time. It was also reported that patient had a major issue a day prior to the report, settings were so bad that the patient could not even move. They determined that patient was getting over stimulated. Patient had stimulation too high, patient just got back from the health care provider (hcp) appointment yesterday and patient was able to walk. Hcp gave patient a window of settings to adjust up to. On (B)(6) 2019, caller turned stimulation down to .2 today to see if that would make the patient's speech better but now patient cannot get the stimulation back up from .2. It was suggested for the patient to contact the hcp for further assistance/check programming.